Event description:
The customer reported via phone call that he had a no delivery alarm and when he primed the tubing and went to bolus, he received another no delivery alarm. Customer's current blood glucose was over 600 mg/dl. Customer stated that he got thirsty and urinated a lot as a result of the high blood glucose. Customer stated that he just found out 10 minutes ago that he had a high blood glucose. Customer does not know when his high blood glucose event began. Customer stated that he changes the site every 3-4 days. Customer was advised to change the set every 2-3 days. Troubleshooting was performed and the pump passed the high pressure test. Customer was advised to change the entire set, reservoir, and insulin. It was determined that the pump is working correctly. Customer passed all tests and it was determined that set may have occluded. Customer performed a 5.0 unit fixed prime and the insulin did exit. It was determined that there was an issue with the cannula site.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.